Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. During device evaluation, evidence of blower contamination was found. No allegation of patient harm or injury was reported. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged the blower was contaminated. The top overlay and knob were both damaged. The pca had evidence of water ingress. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part and internal part of the device and found the blower was contaminated. The top overlay and knob were both damaged. The pca had evidence of water ingress. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of liquid ingress and dust contamination were observed and are consistent with being from an external source.